Manufacturer narrative:
The control board of the hamilton-t1 was exchanged and the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: translated: hamilton t1 alarms after booting with the following tfs 285002,285001,23301,233004,233006, alarm led bar without function. No patient involvement as it occurred during startup.